Manufacturer narrative:
Component code - device subassembly = sipper line.

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for ion selective electrode (ise) tests. The customer stated that doctors began questioning results and it was noticed that most of the ise sodium results were high. Samples were then pulled and repeated, resulting with lower values that were considered to be correct. Of the affected samples, the customer provided only one example of a patient sample that had erroneous results reported outside of the laboratory for ise sodium and ise potassium. The sample initially resulted as 152 mmol/l for ise sodium and 4.7 mmol/l for ise potassium. The initial results were reported outside of the laboratory. The sample was repeated, resulting as 139 mmol/l for ise sodium and 4.0 mmol/l for ise potassium. The patient was not adversely affected. The ise sodium and ise potassium electrode lot numbers and expiration dates were asked for, but not provided. The field service representative determined that there was backflow through the sipper line and that a valve was stuck. He cleaned the sipper line and valve. He ran calibration and controls, all checked good.